Event description:
After iabp for one hour the arterial pressure flat lined. The pressure waveform appeared 10 minutes later. The pressure line was disconnected. It was not possible to aspirate blood through the inner lumen. Flushing the inner lumen was not successful. The iab was removed and a second was inserted. Event complications: unk -reported 12/6/96. Pt's current status: unk -reported 12/6/96

Manufacturer narrative:
The iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted on the balloon's exterior and within the inner lumen. The sheath was noted to have been cut from the device. Examination of the inner lumen revealed it to contain dried and clotted blood. In addition, the inner lumen within the catheter tubing and the membrane was noted to be severely kinked and elongated. Due to the presence of clotted blood within the inner lumen and the poor condition of the inner lumen, it was not possible to pass a laboratory .032" guidewire through the inner lumenor the aspirate water through the inner lumen. It was not possible to pump the iab on the system 90 iabp in the lab. Probable cause of difficulty: due to the poor condition in which the device was returned for evaluation, it was not possible to verify the encountered difficulty or to determine the exact reason for the reported problem. The dampening of the pressure waveform or the inability to aspirate through the inner lumen indicated that the inner lumen may have kinked within the patient. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. Datascope's instructions for use state: "a fast forward flush is recommended hourly to help maintain patency of the central lumen. Always aspirate 3cc. Initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male luer cap on the female luer fitting. Do not manually flush the central lumen with a syringe." Having the opportunity to examine an undamaged inner lumen may have provided some additional insight into the encountered difficulty.